Event description:
Tpn (total parenteral nutrition) filter (for tpn with lipids) burst while in use. Witnessed by rn. Immediately stopped infusion to PICC, disconnected, disposed of filter. New filter ordered from pharmacy and replaced. Informed pharmacy staff that this is the second defective tpn filter that the rn has seen in 1 week time. Staff said, "maybe there is a defective batch." Overnight, night rn had tpn filter separate from IV line, possibly from pressure. Spoke with IV room pharmacist regarding concern for possible bad batch. Lot numbers unknown, as defects were not apparent at the time of hanging- tpn hung by night shift and defects mostly found by day shift. IV room pharmacist stated he will try to visually inspect several lot numbers he has downstairs with water and will look at calcium and phosphate concentration in this pt's tpn for possible precipitation and clogging issues. The rn will ask night shift to save tpn filter packaging, in case of another breakage.